Event description:
The customer's father stated that the customer was hospitalized, due to hyperglycemia. Troubleshooting was performed and found that the customer had received alarms on the insulin pump, including the motor error alarm. The customer was advised to discontinue use of the insulin pump until a replacement could be delivered to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.